Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope, it was noted that the current left ventricular (lv) lead capture threshold measured was greater than the current programmed lv lead outputs. It was also noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data the device and lead remain in use. No further patient complications have been reported as a result of this event.